Event description:
During withdrawal of the swan-ganz catheter from the pulmonary artery, the tip broke off while contained in the cath-gard catheter contamination shield. Catheter tip and contamination shield removed without injury to pt.